Event description:
It was reported the unit has had to have the battery changed out every 10 months. Customer advised the unit is used a lot, but feels the battery should last longer. (B)(6) 2024: evaluation found system would shutdown abruptly after disconnecting from ac power.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of the battery is not lasting long enough was confirmed. The sr8 shuts off abruptly moments after being disconnected from ac power. The root cause of the reported failure was identified as an internal failure within the lithium-ion battery.